Event description:
A patient reported blood glucose results of "277, 127, 138, 117, and 154 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution were replaced.